Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained from the same side of the lesion utilizing anterograde approach. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 2.5mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced for dilation. Despite the difficulties encountered, the device crossed the lesion by applying slight force. The balloon was initially inflated at 5 atmospheres for 5 seconds, however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.